Event description:
Related manufacturer number: 2017865-2022-45039.during remote follow-up, myopotentials oversensing was observed on the device and right atrial (ra) lead. Abbott technical support was contacted and confirmed the event. Provocative testing was performed and myopotential oversensing was reproduced. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.